Event description:
The ge oec 9800 fluoroscopy system displayed an intermittent low ma error.

Manufacturer narrative:
A ge oec service representative investigated the issue and found drops of the ma sense circuit were fixed with re-seating the cathode candlestick. System output were assessed and found to be within specification. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction.